Manufacturer narrative:
The valve was discarded at the hospital and is not available for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as not lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the patient did not respond to treatment, so the valve was explanted and revised.